Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause appears to be use related. The product returned for evaluation was a 4.2fr single-lumen repaired broviac catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The split was located just distal to the clamping oversleeve, and the observed damage which is characteristic of this failure type included: 'c' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), and granular texture to the fracture surface.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that multiple line repairs had previously been completed following insertion of a 4.2fr broviac on (B)(6) 2014. The last repair was on (B)(6) 2015, the 5th repair of this broviac. The nurse attached a 10ml syringe to flush the line following pn infusion prior to discharge; however, the broviac broke where it moves from the protective clamping sleeve to the thinner part of the broviac prior to the most recent repair. The broviac split and the child bled out from the split. Nurses clamped the broviac below the split closer to the child. The child was then taken to theatre where the broviac was removed and replaced with a new 4.2fr broviac. IV antibiotics were administered. The child became unwell overnight following the broviac removal and replacement. Further blood cultures were taken and, cxr and additional IV antibiotics were done. The child&#38112;hospital stay was further prolonged.